Manufacturer narrative:
Sjm has limited information related to the pt's medical history and is unable to form an opinion as to the relevancy of the pt's history to the event reported. Sjm defers to the pt's physician regarding medical history.

Event description:
The pt received 2 scs leads with the same lot number. It was reported during the pt's permanent procedure, a csf leak occurred which resulted in the pt having a headache post-operative. It was also reported post-operative programming was abandoned due to the pt's headache. No course of action was taken to address the csf leak. No additional information is available at this time.